Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during set up, it was noticed that the ball tp gde rd had pierced through the wrap and also got through the cardboard. The device is considered contaminated. Procedure was performed, without any delay, with a back-up device instead. There was no patient involvement.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Packaging sequence used during production shows that the guide rod should be fully inserted into the foam end cap on both ends. The guide with the foams should be placed inside the pouch and sealed as close to the end cap as possible to prevent the detachment of end caps during transit. A new packaging upgrade is in progress, which will mitigate the occurrence of this type of failure. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. This event was evaluated by our quality engineering team and concluded that the main potential factor that could contribute to this event is product handling of package outside of the manufacturing process. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation, so we were unable to confirm the reported failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. A complaint history review revealed similar events for the listed device over the previous 12 months, and a similar event for the batch. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should the product or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.